Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). Several parts were replaced, such as the gas module, control pc boards and monitoring pc board but the problem persisted. No parts were returned for investigation. The evaluation of the received device logs confirms the reported failed gas supply test during pre-use check. The gas type is unknown in the test. This is most likely due to that the connected gases are not within specified range, 21% air and 100% o2 during the test. Since no part was returned for investigation, the root cause of the reported event has not been exclusively determined. However, since the gas type is unknown in the gas supply test, the connected gases are most likely not within specified range. This will be detected during pre-use check.

Event description:
Manufacturer's ref #: 247630.

Event description:
It was reported that the ventilator failed gas supply test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).